Event description:
Additional information received 04jul2024: target location for the stent was from the kidney to the bladder. The stent was removed in 4-5 pieces and it took a 'long time' to remove. A cystoscope and a guidewire were used to remove the pieces. The secondary intervention that was performed was the "same procedure".

Manufacturer narrative:
Correction: b3; d4 [model# updated with gpn]. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary as reported, a 'filiform double pigtail ureteral stent' was found to be porous and fragmented during removal. The stent was being removed because the patient "regularly comes in for stent exchange". The stent was indwelling approximately 6 months; the stent was removed in 4-5 pieces and it took a 'long time' to remove. A cystoscope and a guidewire were used to remove the pieces. The stent had internal biofilm on it. It was reported the fragmented parts of the stent took "a long time" to remove. All of the pieces were removed during the same procedure. Target location for the stent was from the kidney to the bladder. The complaint device was replaced with a new stent (different rpn and lot number). The secondary intervention that was performed was the "same procedure". The patient didn¿t have infections but was on calcium supplements. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU) and quality control (qc) procedures were conducted. An interview of personnel was conducted as well. The complaint device was not returned to cook for investigation. The extracted stent segments had been discarded by the customer. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records found no other complaints reported for the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. A review of relevant manufacturing and quality control documents was conducted. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The product IFU, [t_dpss_rev3] ¿filiform double pigtail stent¿ contains the following information related to the reported failure mode. ¿precautions ¿ do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered.¿ ¿how supplied ¿ upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the available information, cook concluded the cause of the break was not able to be determined for this incident. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: b5, b7, d9, e4, h3. Correction: h6 (annex e and annex f). This report includes information known at this time. Follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received: the stent was being removed because the patient "regularly comes in for stent exchange". The stent was indwelling approximately 6 months; while removing the stent, it broke in 3-4 pieces. The stent had internal biofilm on it. It was reported the fragmented parts of the stent took "a long time" to remove. All of the pieces were removed during the same procedure. The complaint device was replaced with a new stent (different rpn and lot number). The patient didn¿t have infections but was on calcium supplements. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
G4: PMA/510(k) number = preamendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Reported, a 'filiform double pigtail ureteral stent' was found to be porous and fragmented during removal. The stent had been indwelling approximately 3 months. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time.